Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified, 99% stenosed, distal circumflex (cx). A 2.75x12 mm voyager nc balloon catheter was selected for use for post-dilatation in the cx; however, after reaching the lesion, it was found that the balloon could only inflate to 16 atmospheres. After several attempts to fully inflate the balloon, the balloon catheter was pulled back with force which resulted in the proximal shaft of the balloon catheter kinking. There was no reported difficulty fully deflating the balloon before retraction. Resistance was felt during advancement and retraction of the device in the anatomy due to the heavily tortuous and heavily calcified vessel. A new 3.0x12 mm non-abbott balloon catheter was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure was reported.

Manufacturer narrative:
(B)(4) - incorrect prep (balloon not soaked prior to use), excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation was confirmed due to dried contrast; however, the balloon was able to be inflated once the contrast was diluted. The reported kink was confirmed. The difficulty to remove could not be replicated as the returned device was not returned in a condition in which the test could be performed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It was reported that resistance was encountered during advancement and removal attempts which likely resulted from the heavy calcification and tortuousity. After several inflations the balloon catheter was pulled with force which resulted in the reported kink to the proximal shaft. It should be noted that the instructions for use (IFU) states that if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and or damage/separation of the catheter. Additional information was received stating that the balloon was not soaked prior to use. The IFU also states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. In this case, the IFU deviations did not contributed to the reported event as the resistance during advancement and removal appear to be related to the procedure circumstances.